Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Lot number 21095215 was reported by the customer; however it was not found as in the system.

Event description:
It was reported that there was difficulty in dripping from the catheter and pain after puncture. An x-ray was performed, and it was found that the catheter was ruptured. The event took place during a treatment in the oncology department. The event occurred during patient use; however, no harm was reported.